Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a lens that was inserted and removed during an intraocular lens (iol) implant procedure due to the haptic being bent. The patient was left aphakic.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for this lens/cartridge combination. The root cause is most likely related to a failure to follow the dfu. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for the lens/cartridge combination used. The use of non-qualified combinations of product may result in lens delivery difficulties or damage. (B)(4).